Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, review of cines provided shows guide wire separation in diagonal artery occurred following multiple balloon pre-dilatations in the diagonal artery. No clear cause identified. A clinical review was performed by an abbott vascular clinical specialist. In summary: minimal information is provided regarding patients condition at presentation. It is reported that on (B)(6) 2019 patient is admitted with acs and brought to the ccl. After successful pci a second gw is seen advanced in a large diagonal branch. The wire is seen advanced in a prolapsed state with a long tight curve in the radiopaque portion of the wire. Time of 2nd wire insertion is not captured on cine. But after approximately 4 minutes the wire is maintained in this position. After approximately 15 minutes the wire is seen to be fractured and has move distally in the diagonal. It is reported that the patient remained hospitalized for 5 days and returned to the ccl on day 6 to remove the fragment. The attempt was unsuccessful due to perforation of the vessel resulting in cardiac tamponade. The patient was transferred for surgery to remove the fragment. The patient survived the surgery but died on day 8 post intervention. Guide wire separation resulted in vessel perforation in an unsuccessful attempt to remove the fragment. Surgical removal of the fragment was required and resulted in patient death. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported detachment appears to be related to circumstances of the procedure as it is likely that as the guide wire was advanced (in a prolapsed state with a long tight curve in the radiopaque portion of the wire) interaction with the 80% stenosed anatomy/other devices and/or manipulation of the device resulted in the noted device damages (bent/kinked core, torn polymer coating) and ultimately resulted in the reported/noted detachments (core, coating). The reported difficulties possibly contributed to the reported patient effects, however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient presented with acute coronary syndrome with 80% stenosis in the first diagonal artery (d1). A 014 whisper ls guide wire and 014 whisper es guide wire were advanced without resistance. A non-abbott drug eluting stent was advanced over the 014 whisper es guide wire. The distal tip of the 014 whisper ls guide wire separated while inside the patient anatomy and became stuck in the d1. The patient remained hospitalized for five days. On (B)(6) 2019, the patient was admitted to poznan hospital. On (B)(6) 2019, an attempt to remove the separated guide wire was made; however, the procedure was very complex with a perforation of the vessel and cardiac tamponade. The attempt to remove the separated tip was unsuccessful. The patient was sent to cardiac surgery to treat the perforation and cardiac tamponade. Additionally, the separated tip was successfully removed from the patient anatomy during the surgery. The patient was stable after surgery. On (B)(6) 2019, the patient died. The probable cause of death was intestinal obstructions; however, this could not be confirmed. No additional information was provided.